Manufacturer narrative:
Correction: it was previously reported in error that the sample was returned. All information reasonably known as of 09aug2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number or sample was provided. Root cause could not be determined. All information reasonably known as of 20jul2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported by the caregiver that the patient pulled the device out of the stomach on (B)(6)2017. A portion of the stem remained in the patient's intestines. The patient was taken to the doctor who advised the caregiver to allow the patient to pass the broken portion. An x-ray was taken by a gi specialist who confirmed about an inch long stem of the device was in patient's intestine. The caregiver stated, the broken portion of the tube was passed by the patient in the stool three weeks later. The caregiver stated that the patient was sized 1-2 years ago, weight stable, and no growth. There were no changes in formula. Anti-inflammatory and anti seizure medications added. There were 6 cc of sterile water placed in the balloon. The caregiver stated that the patient is currently doing well. No additional information was provided at this time.